Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-05111, 2017865-2017-05110, 2938836-2017-29226. Infection suspicion, all the devices implanted were explanted and sent to bacteriology analysis. As the patient is depending on stimulation, they implanted a pm on the other side (right side).